Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings: the pump was returned with moisture in the battery compartment. Preformed leak test- failed due to a display lens leak. No evidence of a cloudy display was observed. Opened pump- no further evidence of moisture observed. A dim display was observed - letters have a red hue. Threads on battery cap are stripped and are unable to secure. Test battery cap was able to secure and was used for testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.